Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device malfunction was confirmed via failure investigation.   This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s outer shell was splitting at the bezel area, with photographic evidence showing the shell coming apart while the device remained usable and blood glucose control was not impacted. Symptoms included no injury and no adverse clinical effects. Outcomes included shipment of a replacement ilet and user instruction to shut down the device prior to return, with data backup via the mobile app. Investigation included complaint intake, visual confirmation via customer-supplied images, and arrangements for device return. Investigation of this case revealed a hardware enclosure integrity issue consistent with screen bezel separation, localized to the housing component, without functional alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was mechanical housing failure due to component or assembly integrity.